Event description:
It was reproted that the device was used during a hand assisted right colectomy, the device ruptured when the surgeon was inserting their hand after bringing the right colon out through the hand port to do anastomosis. The case was completed with another device with no pt consequence.